Manufacturer narrative:
Evaluation summary: the reported event of the drill bit breakage could be confirmed, since the device was received and fitted the reported failure mode. According to the investigation, the root cause was attributed to a user-related issue. As stated by the analysed risk management file (axsos-dqf 45-001 risk management analysis template-s-ra004 rev.3), the most probable cause of drill bit breakage is hard/dense bone presence. In this case, it is the surgeon who is supposed to be able to evaluate the situation and act accordingly. The tip breakage visually analysed with the help of a microscope suggests that too much force was applied during surgery (overtorque) and that the drill bit tip broke as a result. In addition, please note that stryker recommends a single patient use for this kind of instrument. Notes. The instructions for use for instrument rev v15011 rev m 06-2015 instruments IFU ot-IFU-152 were reviewed and the following applicable warnings were noted: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument. For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Ensure that drilling and cutting tools are sharp. [Original statements] the cleaning and sterilization guide l24002000-en rev. M, ot-rg-1 rev. 1 was reviewed and the following applicable warnings were noted: "preventive maintenance: such instruments are recommended a single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used." [Original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time.

Event description:
The sales rep was notified on (B)(6) 2015 that during a primary trauma surgery on (B)(6) 2015, the drill bit broke in the patient on the last screw and the piece remained in the patient. Also intra operatively, the screwdriver handle and shaft detached from one another. As (B)(6) 2015: on (B)(6) 2015, per rep, the screwdriver handle detaching from the shaft did not play a part in the drill bit breaking, two separate events. He verbally confirmed that they occurred during the same surgery though. Screwdriver event resolved via "there was a modular screwdriver and they loaded it onto a teardrop handle."

Event description:
The sales rep was notified on (B)(6) 2015 that during a primary trauma surgery on (B)(6) 2015, the drill bit broke in the patient on the last screw and the piece remained in the patient. Also intra operatively, the screwdriver handle and shaft detached from one another.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.